Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vessel trauma (rupture).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was deployed from the right side, followed by two contralateral leg components implanted. When touch-up ballooning was performed for the contralateral leg component on the right side (plc181200j/18013164) using a gore® molding and occlusion balloon (mob) catheter, the patient¿s right common iliac artery was ruptured. It was reported that the patient¿s common iliac arteries were calcified, which could have contributed to the vessel rupture. The right internal iliac artery was coi-embolized and another contralateral leg component was implanted to repair the rupture. The patient tolerated the procedure without further problems.

Manufacturer narrative:
G9: corrected/additional information to include the 510(k) number: k172567.